Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic. Unit received moisture damaged at motor. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump has two cracks near the display. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 200 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.